Manufacturer narrative:
Additional information: d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An air leak test was performed (2 bar), and a leak was observed at the level of the access post pump line. Further visual inspection allowed observing that the access post pump line was perforated near the screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.